Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with a belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free and missing from the monitor enclosure. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to communicate with a belt.